Event description:
Dealer stated that the end user reported that he was driving his tdxsr-mcg power chair outside, gave a stop command with the sip-n-puff but the chair did not stop. The chair went over the curb causing the unit to tip over with end user in the chair. End user had chest strap on at the time of the incident but did not have the seat positioning strap on; 911 was called and the ambulance took user to the hospital where user checked out fine, he is sore. Dealer advised that he inspected the chair and discovered that the tubing for the sip-n-puff was caught at the bottom due to the bags that the end user had hanging. This caused a bend in the tubing. Dealer is going to rehang the bags that end user utilizes to store items needed when he is out and will also rehang tubing so it should not get caught.